Event description:
On october 23, 2006, the customer reported to bsc that the resolution clip device, would not advance out of the sheath during an egd procedure (pt age and gender unk). One clip was used prior to this one, along with one add'l clip, but all yielded the same results. Since the hemostasis clips were not able to stop the bleeding, surgery was performed on the pt to resolve the arterial bleeding. The pt did not sustain any complications or ill effects as a result of this issue and the condition of the pt was reported as "fine."

Manufacturer narrative:
This device has been received by this MFR, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. Please note associated medwatch reports 6000048-2006-00586 & 6000048-2006-00588.